Event description:
It was reported that balloon rupture occurred. The target location was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es was advanced for dilation. During the procedure, initial wiring was done using a jupiter sfc, but the tip wore out due to a heavily calcified lesion. A new wire was used, successfully passing through the lesion. After, balloon dilation was then attempted with a coyote es otw balloon, but it ruptured after 7 atm of inflation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target location was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es was advanced for dilation. During the procedure, initial wiring was done using a jupiter sfc, but the tip wore out due to a heavily calcified lesion. A new wire was used, successfully passing through the lesion. After, balloon dilation was then attempted with a coyote es otw balloon, but it ruptured after 7 atm of inflation. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was severely stenosed, severely tortuous, and severely calcified.